Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Replaced a lps insert x-small with a xx-small because of misreading the explanted insert. On the posterior aspect of the tibial implant it is marked with xx-sml and that was mistakenly taken. The correct size was x-small. The surgeon said the labeling was confusing. We later noted that the insert said xx sml -x-sml. It was hard to see that in the bright light shining off the shine implant. The correct implant was opened and used.

Manufacturer narrative:
Upon review of the returned product, it was realized that the implant's size was clearly indicated. Therefore, there was no risk to the patient and this does not meet the definition of a reportable malfunction. This report, 1818910-2016-28720, is being rejected. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.